Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the agent documented that the user received an "ilet malfunction alert" instructing them to switch to alternative therapy. The issue was resolved after the user restarted the pump three times and completed a firmware update. A fingerstick blood glucose (bg) reading of 330 mg/dl was consistent with the ilet reading of 340 mg/dl. The user had recently eaten breakfast, announced the meal, and planned to let the pump bring bg back into target range. The user's lowest blood glucose (bg) recorded was 330 mg/dl. Bg was corrected, and the user reported feeling fine. No prolonged out-of-range period, outside assistance, or medical intervention was required at the time of call.